Event description:
It was reported by the pt's physician that the pt had passed away. The pt had been "doing great", but her mother found her deceased. The physician stated the pt had passed away due to cardiac issues. The pt did not have a pre-vns cardiac issue. The pt had a tia prior to vns, though, and was very obese per the physician. The physician stated the pt did use her magnet many times before her death and wondered if this could have contributed. Further info indicated that the pt's device had been enabled on (B)(6) 2011, and the pt used her magnet "very frequently." The pt was then seen on (B)(6), and then on (B)(6) when the signal frequency was reportedly increased. The pt canceled her visit for (B)(6) and then found dead on (B)(6). Post-mortem eval showed "old heart disease" and possible heart attack. The pt's cardiac risk factors were obesity and occasional smoking. Also, the pt had a greater than 50% seizure reduction with the vns sys. The vns was not explanted, and the physician did not know the relationship between the vns and the death. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem; corrected data: the patient¿s cause of death was hypertensive heart disease without (congestive) heart failure. Previous supplemental MDR # 1 inadvertently listed the incorrect cause of death.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was due to hypertensive heart disease without (congestive) heart failure.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was due to major cardiovascular disease, hypertension and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep.

Event description:
A sudep reconciliation was performed by the national death index (ndi). This information was reviewed by the manufacturer. Per the updated sudep reconciliation, this death was provided as definite sudep.